Event description:
The image gets blurry. No patient is hurt, the procedure could be finished. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary : it was caused due to a condensation of moisture in the cmos unit by changing the temperature outside of the endoscope. This device is not marketed in us, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805.